Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned after it was discovered while the office in the hospital was being cleaned. The paperwork stated that the ICD was being returned for eri/battery depletion. There was no allegation received concerning this ICD. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92.